Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs). The caller reported that the patient had not been able to use her therapy and that it was not doing her any good anymore. The caller stated that the patient had a return of symptoms. It was noted the patient had the device implanted since (B)(6) 2008. It was suggested the patient had the system checked by a healthcare professional. Follow up was conducted. Additional information was received from the healthcare professional (hcp) that indicated the device was not functioning. A representative was to come to the patient¿s hcp appointment on (B)(6) 2016. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.